Event description:
During servicing of electrode belt (B)(4) for an unrelated complaint, a reportable problem was discovered. The trunk cable had an intermittent connection. The pt received a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (intermittent trunk cable) has been confirmed. Upon evaluation, the trunk cable was found to be intermittent. The root cause for the intermittent connection cannot be positively identified but was likely the result of physical damage to an internal wire. No adverse event resulted from the defective cable. The pt received a replacement electrode belt.